Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was received at manufacturing site and a service visit was performed.

Manufacturer narrative:
Evaluation summary. The handpiece was returned for evaluation. The product met specifications at the time of release. A visual assessment of the returned sample revealed no nonconformity. Full functional testing including a burn in, stroke, and flow test were performed. The handpiece was then disassembled to visually inspect for defects. The results for the stroke test showed the u/s stroke length to be .6 mils under the lower limit. The low u/s stroke length found in sample testing would impact the effectivity of the phacoemulsification of the handpiece, but is unrelated to the reported occlusion. Testing was unable to replicate or confirm this reported event. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A chief nurse reported that a handpiece blocked during surgery. The handpiece was exchanged to finish the surgery. There was no patient harm. Additional information has been requested but not received to date.